Manufacturer narrative:
Additional information: upon follow up it was reported, the patient was hospitalized for the event and was treated with ceftazidime injection (1gm, route and frequency not reported) for peritonitis. On an unknown date, the patient was discharged from hospitalization and antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.